Event description:
The customer indicated that there was fluid (believed to be blood/diluent) left on the specimen tubes and in the drip tray below the bsv (blood sampling valve) after processing in the automatic mode on the lh750 instrument. The fluid spill was cleaned up with gauze and a bleach solution. There was no exposure to open wound or mucous membrane. The operator was wearing a lab coat, gloves, and safety glasses. There was no death, injury, or affect to patient treatment. No one sought medical attention. There was no affect to patient results. Msds was not reviewed. There is an exposure control plan in place at the facility. The field service engineer thoroughly cleaned the bsv (blood sampling valve), replaced the aspiration needle, and replaced the check valve that is associated with the aspiration needle drain line. Root cause for the leak is unknown, but it was resolved by cleaning the bsv (blood sampling valve), replacing the aspiration needle, and replacing the check valve that is associated with the aspiration needle drain line. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).